Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) battery is not charging. Device was swapped with another unit. There was patient involved and no harm or injury reported

Manufacturer narrative:
Due to character restriction in block e1. Event site name is (B)(6). Initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1 (initail reporter) a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse verified that the unit was charging. As a precaution, the fse replaced the power management board, cart bulk power supply and the ac power cord reel. The fse verified that the unit was calibrated. All functional and safety tests passed per factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received parts with a reported unit failure of the unit not charging. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure confirmed on any part. Retaining the part in the failure analysis and testing department per procedure. Based on the device evaluation, the failure mode was not confirmed as there were no non conformances identified.